Event description:
Patient hooked up to chemotherapy via a port with a cadd prizm pump. To receive 5600 mg 5fu in 560 ml. Infusion rate is 519 ml to be infused at 5.4 ml/hr x 96 hrs. Disconnect was on fourth day. There were 310 ml left in the bag. The most that should have been left was 41 ml for overfill. There is a concern that pt may have played with the pump. The event log on the cadd pump shows that there were high pressure alarms 3 days. Alarms -1am for low battery. On last day 6am battery depleted. Screen shows that 472.74 ml were infused. The reservoir volume was reset at this time. The tubing set used was 21-7394 for the entire time-smiths cadd administration set with 0.2 micron filter. Patient did not receive infusion as intended.